Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 895 mg/dl. Customer's blood glucose was 175 mg/dl at the time of call. It was reported that the customer went into diabetic ketoacidosis and could not control his blood glucose. No symptoms was mentioned related to high blood glucose issue. The customer was treated with insulin IV drip and manual injection. The customer was wearing the insulin pump during the hospitalization. No troubleshooting for high blood glucose was performed. Customer would like the diabetes clinical manager to personally look at the insulin pump and check if it is working right. Email was sent to diabetes clinical manager. The insulin pump will not be returned for analysis.